Event description:
It was reported that the patient experienced an infections at the ipg, implantable pulse generator, site, at the left chest, which was red and warm. It was stated that nothing happened during the procedure that may have contributed to the infection. The patient was placed on antibiotics, cultures were taken, but the results are unknown. The patient underwent an explant procedure in which the ipg and extensions were explanted. The patient is doing well post operatively. The devices will not be returned for analysis as they were not released by the facility.